Manufacturer narrative:
E1: name:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
Patient reported that infusion set pulled off accidentally because of swimming on (B)(6)2026.